Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer fired a white sureform 45 reload with a sureform 45 curved-tip stapler instrument across the pulmonary artery (pa). The staple fire was incomplete. Some staples were formed while others were open. The customer had to use a hand-held laparoscopic stapler instrument to staple across the pa. No patient injury was reported. It is unclear if bleeding was observed after the partial staple fire occurred. The sureform 45 stapler instrument installed on arm 1 was replaced with another sureform 45 curved-tip stapler instrument. The customer was able to fire another stapler reload with the backup sureform 45 curved-tip stapler instrument without further incident. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and did not note any associated errors. The customer was continuing the procedure robotically.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested for return of the sureform 45 curved-tip stapler instrument or reloads for failure analysis investigation but at this time the products have not been returned. If additional information is received, a follow-up MDR will be submitted. No images or videos were provided by the customer for review. On 11-aug-2022, a stapler log review was performed by an isi failure analysis engineering (fae). Per the fae, the logs show that sureform 45 curved-tip stapler instrument (part #480545-04, lot #t90220428-0244) was installed 2 times and fired two reloads (both white). The first firing was completed per the logs with no pauses for compression. The second firing resulted in a firing failure at 63% completion following multiple pauses for compression. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred when the surgeon fired a white sureform 45 reload with a sureform 45 curved-tip stapler instrument on the pa. Some staples were found to be formed and others were open. It is unknown if any bleeding was observed in relation to the partial fire event on the pa. At this time, the cause of the customer reported failure mode is unknown.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h10/h11. On (B)(6)2022, the following additional information was obtained: the surgeon reported that there weren¿t any leaks due to the issue. The surgeon attributed the issue to an inadequate staple applier. Not all the staples fired adequately. No previous clamping issues were reported prior to firing the stapler reload. The surgeon reported that a white stapler reload was involved with this event and that it was the first stapler fire. No error messages were generated by this issue. No post-operative complications were reported. No injuries to the patient were reported. No additional information was provided regarding this event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team and the reported issue was confirmed but not replicated. The staple fire was incomplete. The instrument was found to have a firing failure based on log review. The partially fired reload was returned with the instrument and the firing failure was confirmed. However, the returned reload could not be fired again, and therefore could not be replicated. Two in-house green 45 reloads were successfully fired during in-house testing when installed on the in-house system. The root cause was not determinable/applicable.

Event description:
Refer to h10/h11 for follow-up information.